Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver oxacillin 2 gm / 50 ml, for a duration of 30 minutes, with a dose frequency of every 4 hours, for a total concentration of 14 gm / 350 ml, at a keep vein open (kvo) rate of 4 ml/hr, via a gemstar pump. No further programming parameters were provided. At an unspecified time the homecare patient reported to the user facility that the pump alarmed for an unspecified air in line alarm. After an unspecified length of time, when the nurse went to check, an unspecified volume of air was noted proximal to the filter of the tubing set. No air was delivered to the patient. The customer contact reported that the nurse was unable to clear the alarm. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.